Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device misfire, it was twisted and caused the clips to not fire properly. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.